Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-00951, 00986 & 00987).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2014. Patient medical records provided by attorney indicates that the right hip revision procedure performed on (B)(6) 2014 was due to pain. Revision operative report noted heterotopic bone formation around the acetabulum, which was removed. Additionally, revision operative report indicated the presence of thick soft tissue and scar tissue, which were also removed. The acetabular cup and femoral stem were well fixed; the modular head was removed and replaced with an active articulation liner and modular head.